Event description:
It is reported that a customer was hospitalized in august of 2012 for unknown reasons. The customer was transferred to the help line to inquire about what led to the hospitalization but the call was dropped mid way of transferring the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.